Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. Q5 was defective.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced multiple unspecified failures which was preventing it from completing operational testing. There was no reported patient involvement/adverse patient impact.